Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they: replaced q11 on logic board assy for error 243.4370. Replaced door assy crack upper hinge,ail sensor assy damaged housing. Replaced u4 on display board assy for segment dim. The failure code other was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient a review of the device history record showed the device had a manufacture date of 27/may/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable cause of the reported issue was due to electrical failure of the display board a review of the complaint history record in trackwise and sap was performed for sn (B)(6), which did not confirm similar complaints with the same or related failure mode for this customer. Additional information : z-2822-2020

Event description:
The customer reported error code 243.4370. There was no patient involvement.

Event description:
The customer reported error code 243.4370. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for sn (B)(6), which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 27/may/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device displayed error code 243.4370 for low voltage. There was no patient involvement.